Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell six on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing unusual noted about the supplies that would cause or contribute to the alarm. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.